Event description:
An MDR was filed for this issue - MFR. Report # 1525965-2007-00005. Problem details: the brilliance 64-slice CT is managed by the extended brilliance workspace (ebw) software. This workspace has an optional software application function named cardiac viewer. Using this application, it is possible for images to be zoomed and saved as a new set of images. When the saved images are viewed using cardiac viewer, or are transferred to a pacs, measurements made on these zoomed images are incorrect. The measurement error is proportional to the zoom factor. An image which is zoomed by a factor of 2, will show distance measurements that are incorrect and enlarged by a factor of 2. No injuries were associated with this problem. This problem affects all brilliance cts using CT scanner software ver. S 2.0-2.2.5 and ebw software ver.s 2.0-3.5.2. Philips nuclear medicine (milpitas, ca) incorporates the affected application (i.e., CT scanner software version 2.0, ebw software version 3.5) in its precedence spect/CT system and the potential for a similar malfunction exists, philips nuclear medicine is filing this related mfg. Report. No similar events have bene reported on the precedence spect/CT.

Manufacturer narrative:
The problem is still under investigation by philips medical systems-cleveland and philips nuclear medicine (milpitas, ca). A follow-up report will be issued detailing additional investigation results and corrective/preventative actions, as appropriate.